Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a continu-flo solution set leaked at its clearlink luer activated valve. This occurred during patient infusion. The reporter stated that an anesthesiologist used a standard 3 ml syringe at the port but did not specify whether the syringe was attached while the leak occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.